Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pca tubing was leaking in the labor and delivery department. The tubing was changed out and sent to the clinical engineering department where it was found that the tubing appeared to be leaking from three tiny pin holes. They stated that upon further investigation, it appeared that someone had used a needle to puncture the tubing to draw out some of the drug. There was no report of patient harm.

Event description:
The customer reported that the pca tubing was leaking in the labor and delivery department. The tubing was changed out and sent to the clinical engineering department where it was found that the tubing appeared to be leaking from three tiny pin holes. They stated that upon further investigation, it appeared that someone had used a needle to puncture the tubing to draw out some of the drug. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the tubing leaking was confirmed. Functional testing showed that the set leaked from three areas on the tubing which the customer had marked with a black marker. Closer inspection of the leaks under magnification showed small holes in the tubing. The root cause of the holes is a needle puncturing the tubing in multiple spots.

Event description:
The customer reported that the pca tubing was leaking in the labor and delivery department. The tubing was changed out and sent to the clinical engineering department where it was found that the tubing appeared to be leaking from three tiny pin holes. They stated that upon further investigation, it appeared that someone had used a needle to puncture the tubing to draw out some of the drug. There was no report of patient harm.